Event description:
It was reported that a patient presented remotely with far p wave over-sensing noted on the patient's implantable cardioverter defibrillator. No intervention was performed. The patient was stable throughout.